Manufacturer narrative:
Troubleshooting revealed that the rotor was not at 192 degrees. The manufacturing representative readjusted the rotor offset, and performed rehoming process. After multiple startups and open/close cycles, the symptoms resolved.they then performed system checkout, and the unit operates as expected. There were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the door was showing open on the pendant while the door was closed. No patient present.